Event description:
The patient reportedly experienced an increase in seizures as a result of the device disablement due to the high impedance, so the patient's vns stimulation was temporarily reenabled. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
It was later reported that the patient's vns had been programmed off when the high impedance was observed. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
High impedance was observed on a patient's device. The patient was referred for surgery. No surgical intervention has occurred to date. No additional relevant information has been received to date.